Event description:
Seven to ten days after a revision (see manufacturer's report #3004209178-2008-05859), they were unable to get the stimulation programmed on the left side. A CT scan was done (date not reported) and it was determined that the lead had flipped down and moved. Shortly after this, the lead eroded out of the pt's back. The lead was replaced due to the erosion. Following the revision, the pt did get stimulation on the left side. Additional info has been requested from the healthcare professional, a follow-up report will be sent if additional info becomes available.